Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that an alarm for "cannot start pump" was displayed and acknowledged twice. Functional tests were performed to replicate the reported "air in line" error claim. After the pump was run to see if problem would be repeated, alarm for "air in line" was duplicated. Service will replace the air detector to correct the reported problem. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "air in line" with no air present. It was not known whether the event took place during infusion. No patient was involved, and no adverse effects were reported.